Event description:
During evaluation of the home choice device an increased intraperitoneal volume (iipv) event was found in the therapy logs that occurred on (B)(6) 2010 at 08:39, cycle 4, drain volume 4014 ml. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The product analysis lab (pal) evaluated the device. The device log review revealed an increased intraperitoneal volume (iipv) had occurred on (B)(6) 2010 during cycle 4 when the device user drained out 4014 ml, which was greater than the largest prescribed fill volume of 2500 ml and met iipv criteria. The cause of the iipv identified in the device log was determined to be insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).